Event description:
It was reported that a patient contacted support after a factory reset to discuss recurrent low glucose episodes in the 80 mg/dl range followed by eating a snack, leading to subsequent glucose rises and declines; the patient was transferred for clinical education regarding overtreatment of hypoglycemia and appropriate corrective actions. No reported symptoms. Outcomes included the need for additional user training without medical intervention or hospitalization. Investigation included a review of user-reported blood glucose behavior and clinical coaching. Investigation of this case revealed user technique issues related to overtreatment of low glucose and subsequent rebound fluctuations. It was concluded that the event was attributable to use-related error rather than a device malfunction, and the patient received troubleshooting and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.